Event description:
It was reported that the doctor during implant tried to secure the twist lock barrel connector to the distal tip of the electrode but felt like something was keeping it from attaching properly. After trying to connect the barrel lock a few times it was noticed that the lead had migrated inferiorly. The lead was extracted and a new lead and barrel connector were opened and used without any problems. A test stimulation was done and the patient noticed efficacy with reduced tremor. It was noted that the patient's symptom was nausea.

Manufacturer narrative:
(B)(4).